Manufacturer narrative:
This report is submitted on march 17, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient underwent skin revision surgery during an abutment replacement (date not reported). The implanted device remains.